Event description:
Customer reported erroneous low test results for access estradiol and access progesterone were obtained for one pt sample when using the unicel dxi 800 access immunoassay system. In addition, imprecision was reported for access testosterone and other assays. Repeat analysis was performed fol all three analytes. The initial erroneous result was reported out of the laboratory. While there is no report of adverse event or serious injury related to this event, it is unk whether there was a change to pt management.

Manufacturer narrative:
Sample was collected and processed offsite. Sample was not re-centrifuged upon receipt. Sample was requested by beckman coulter, inc (bci). Sample was not received. Add'l testing on this sample included ferritin, tsh (thyroid-stimulating hormone), fsh (follicle-stimulating hormone), lh (luteinizing hormone), cortisol, dhea-s (dehydroepiandrosterone sulfate), ft3 (free triiodothyronine) and ft4 (free thyroxine) all displaying imprecision within their respective clinical ranges. Data was not provided. On (B)(4) 2009, the field service engineer evaluated the analyzer and performed a hardware check. All results met published performance specs. No hardware issues were identified. Root cause was not identified. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for add'l reportable events.